Event description:
Reporter stated that user's finger was stuck with broken glass from ampule of control. There was no excessive bleeding and no infection. Finger was cleaned and a bandage was applied.